Event description:
It was reported that prior to the clinical support specialist (css) calling the registered nurse (rn), the intra-aortic balloon pump (iabp) had already been switched out because it had gone thru 2 helium tanks in less than 3 hours; the same pump had done this on a previous patient. Rn remarked that "evidently, it was not looked into" & stated they had no problems now. Css explained to rn several troubleshooting possibilities for future reference & that pump should go to biomed. Rn said it was the only one they had left so she was going to call biomed technician that was "on call" to come in & check it. Technician was not familiar with pump & as a result, css offered to speak to him directly. Css received a call from technician when he arrived at the hospital. He did not relate that he had never worked on an iabp before. Css instructed the technician on removing tank & looking for o-ring. Once found, technician said " it did not look great ". Css told him where to look for a new one & css would have out field service engineer call him back & help him.

Manufacturer narrative:
Pump will not be returned for evaluation. Follow-up report will be filed if additional information becomes available.